Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection the cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. Treatment was unknown. At the time of this report, the patient was still in the hospital and has not recovered from the event. Action with pd therapy was unknown. The reporter decline declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.